Event description:
It was reported that stent moved on balloon occurred. The 85% stenosed target lesion was located in the non-tortuous and severely calcified left common iliac artery. A 7.0x30x135cm express ld iliac stent was advanced for treatment. However, the physician felt that the stent was moving on the balloon upon advancing the stent system. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.